Event description:
Information was received indicating that during pre-use check of a smiths medical level 1 hotline disposable, a leak was found coming from where the unit connects to the disposable. It was reported that the fluid leaking was circulation water. There were no reported adverse effects.

Event description:
Information was received indicating that during pre-use check of a smiths medical level 1 hotline disposable, a leak was found coming from where the unit connects to the disposable. It was reported that the fluid leaking was circulation water. There were no reported adverse effects.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device the sample was tested using water and performing movements in order to duplicate the failure reported. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.